Manufacturer narrative:
The nurse spoke to the company technical service support specialist (tss). The tss suggested the nurse check the I/a handpiece o-rings. The facility contracted with a third party maintenance company to service the system. No samples were sent in for evaluation. The root cause of the patient event cannot be determined in this investigation. This report was mailed to FDA on: 11/11/2009.

Event description:
The nurse reported the surgeon felt that the handpiece was not irrigating or aspirating well enough. A corneal perforation occurred. The patient had a corneal transplant completed the following day.